Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the output socket of the evis exera iii xenon light source is moving when the scopes are plugged into the unit; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the output socket of the evis exera iii xenon light source is moving when the scopes are plugged into the unit. As a result, it's causing misaligment of the inner contact base on the light sourse which may be damaging the scopes. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scope socket damaging the scopes was not confirmed. The device evaluation found peeling of front panel display. Non-olympus lamp life meter is reading at 100+hours, light output measured within range. Missing 2 lamp washers. There are stains on lamp lens which are unable to be removed. Worn out socket slider switch causing intermittent use of high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.